Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a scope displayed a e311(white balance error) when setting up. Tac instructed the customer to make sure the lamp was on, and it was on standby. The customer tried to turn the lamp on got a e103 (lamp error). The hours were at 500 for the lamp. The customer replaced the bulb, but a e311 (white balance error) still displayed. Tac instructed the customer to clear the error by pressing esc and the error cleared. Tac instructed customer to perform another white balance by pressing and holding the white balance button while pointing the scope at a white surface. The e311 occurred again. Tac instructed the customer to reseat the communication cables going between the cv-190 and clv-190. The problem has been resolved and no other issues occurred. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, e103 (lamp error) and e311 (white balance error) on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to a faulty lamp. Olympus will continue to monitor field performance for this device.